Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately three months post hvad implantation, the patient experienced a no power alarm despite the battery showing it was fully charged. The site reported that the patient's battery would not charge when connected to the battery charger. It was noted that the battery appeared to be discharging when the patient was connected to a controller ac adapter. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the controller log files revealed multiple losses of power on the reported event date.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) battery that was not charging. A second battery was retuned as concomitant device. There was no reported patient injury related to this event. The batteries were taken out of use and new batteries were issued to the patient. All batteries were returned to the manufacturer and evaluated. Upon evaluation, battery (B)(4) revealed that the device met specifications. Analysis of battery (B)(4) revealed that the device failed to meet specifications; battery failed functional testing due to vdc wire (pin 6) being disconnected within the cable connector assembly itself and not within the cable. The failure most likely contributed to the reported event. The most probable root cause of the reported not charging event can be attributed to a vdc open wire (pin 6) within the cable connector assembly. There are no known clinical or user related factors that could have contributed to this event. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00774, and 3007042319-2015-04064) submitted for devices related to the same event.